Event description:
It is reported that a customer was states there is a leak in the reservoir compartment of the insulin pump. The customer has a blood glucose level was unknown. The customer states that the location of the leak is coming from the o-rings. The customer was explained that there may be a leak in the reservoir that is expanding during filling the tubes. The customer did not return the reservoir for analysis. The customer's insulin pump works as designed. The customer was advised to call the help line if the issue occurs again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.